Event description:
The caller reported that the quick bolus/wake button on the pump was difficult to press, often requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button properly, but the issue persisted. Consequently, a replacement pump was issued to the customer. The customer was informed to use an alternate method, mdi, to ensure insulin delivery was not interrupted. The caller acknowledged the process for putting the pump into storage mode and returning it with a pre-paid label within ten days.